Manufacturer narrative:
Voluntary medwatch submission #: mw5066839 and mw5066842. 18-90 years old; the device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing broke where it attached to the filter. Due to the incident, some of the antibiotic leaked onto the patient's clothes following the dose administration. It was unclear what the impact to the patient was.

Manufacturer narrative:
One used cadd® administration set was returned for investigation along with a photograph of the device. The device history record was reviewed and no discrepancies were found. A visual inspection was performed and the bonded connection of the extension tube with the filter was missing as a result of a detachment of the filter outlet. A manufacturing review of a similar device was performed and no discrepancies were found. The root cause of the fault was determined to be that the filter broke after leaving the manufacturing facility. The complaint was confirmed.